Event description:
It was reported that cracks were seen on the blue luer-lock caps attached directly to the device. These cracks led to leakage; therefore, the patients (neonates) were not fed with the total amount of liquid intended. If the patient does not get enough liquid, there is a danger of hyperglycemia.

Event description:
Reporter alleged obtaining the results of 198 mg/dl and 103 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.